Event description:
During the surgical procedure, it was reported that the disposable suction coagulator tip disappeared into the blue arm portion of the suction coagulator device. Reportedly, a second suction coagulator was used (from same lot number) with the same results. Subsequent suction coagulator devices from the same lot number worked without incident. Surgical procedure completed with no patient harm reported.